Event description:
It was reported that the system would not display an x-ray image, thereby making the system unusable. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the x-ray tube. The system operates as intended.